Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead was found to be dislodged post procedure during transferring the patient from surgical area. X ray confirmed the dislodgement. Pericardial effusion was also noted. The patient was transferred to hospital for pericardial window and placement of lv lead. The lead was explanted and replaced on (B)(6) 2018. The patient was in a stable condition.

Event description:
New information states that the left ventricular lead exhibited loss of capture.

Manufacturer narrative:
Analysis was normal. No anomalies were found.